Event description:
Patient then mentioned relevant medical information: that they just had a pain stimulator put in their back 3-4 months ago (see secure note for more information) and they were told it wouldn't affect their bladder stimulator but it seemed like it might be. The patient said going into the implant for the pain stimulator they had told the doctor performing the procedure that they didn't want the scs device to impact their bladder implant and told that doctor the side their bladder stimulator had been on (on the low left side) however when they woke up from the procedure, they found that the doctor had put the scs device right above their ins (patient said about 4 inches up, and that it was about belt/waist high and they didn't like where it was placed.) They said they wanted the scs device on the other side and now they were worried it was affecting their bladder stimulator. They said that they hadn't even wanted to get it if it affected their bladder stimulator and that they could deal with the pain. Patient services reviewed device description/function and implant compatibility considerations with the patient and redirected the patient to follow up with their managing health care provider to further address the issue and to discuss their symptom concerns and to check the implanted system. The patient's pain stimulator is made by saluda medical and it had an "evoke charger". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).